Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced two high blood glucose levels that were 400 mg/dl. The customer's current blood glucose level was 441 mg/dl. The customer took insulin to treat her high blood glucose. The customer had symptoms of feeling hot, weak muscles, and a burning experience in her torso. The customer was advised the symptoms may be indicative of the possible onset of diabetic ketoacidosis. The customer would call back again after contacting her health care professional. The device will not return for analysis.